Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under-responsive. The reporter also alleged that there was an under delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: during investigation, the audio bolus button cover and the keypad were found to be intact with no damage observed. During testing, the audio bolus button was found to require hard presses to elicit a response. Unrelated to the complaint, investigation revealed that all of the other keypad buttons were intermittently unresponsive. The keypad was removed and there was evidence of contamination found under all of the button contacts.